Event description:
Customer reported that the insulin pump was completely dead and would not turn on even after multiple battery changes. Customer's blood glucose reading at the time of the call was 130 mg/dl. Insulin pump is being replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a corroded motor home switch. Insulin pump had the end cap broken off and cracked reservoir tube lip. Insulin pump was received with blank display due to corroded electronic assembly.